Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the tourniquet is not holding pressure. The event timing is unknown. There was no harm. No adverse event was reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being submitted to relay additional information. When connected to a known working ats in the lab the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right angle connectors of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.